Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch basic enhanced meter read inaccurately low. The medical surveillance specialist was not able to contact the reporter to obtain/clarify information. The reporter said the patient was getting what they considered "normal" readings on the meter and went into a diabetic coma sometime after obtaining the normal readings. The reporter said this happened about a week before calling lifescan. The patient sought attention from health care professional and the health care professional tested the patient on a different meter. The reporter was not able to provide more detail about the incident because the patient did not detail any other specifics when she called the reporter about this incident. It would be helpful to know whether the patient could have managed her diabetes differently had the readings been different. The reporter was not able to go through troubleshooting since the products are with the patient. Although details about the patient's management of diabetes are unknown, this complaint is being reported because the reporter alleged that the readings on the patient's meter were inaccurate and the patient subsequently suffered a diabetic coma.